Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient not feeling well presented in clinic via merlin.net transmission. The patient experienced atrial tachycardia. Upon interrogation, the pulse generator exhibited intermittent undersensing. The device was reprogrammed.